Manufacturer narrative:
UDI#: (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Camri imaging was loaded into a patient folder without error (MRI with a ¿burned-in¿ tract). The patient folder was then closed. When the patient folder was attempted to re-open, the patient folder no longer existed within the rosa brain software. The patient folder could be located on the maintenance side on the d drive. It was determined that the camri lead to the patient folder not showing up on the rosa brain software. If the camri imaging was deleted from the patient folder prior to saving and exiting, the patient folder could be re-opened and exported to and from the planning station and rosa robot.

Manufacturer narrative:
A full analysis of the data logs has been performed and led to the following observations : - it was confirmed that the exams provided for the investigation and loaded during the case caused the patient folder disappearance from the menu list. - the exams exhibiting the issue are missing the field "series date", and this is the cause for the issue, since this field is necessary to fill out the patient folder (.ros) properly. If the patient folder (.ros) is not properly completed, it will disappear from the list upon subsequent attempts to load it. - this requirement (the field "series date" is mandatory) is missing from the acquisition protocol (ifus). Moreover, the series should not be loadable and should appear marked with an asterisk (*) on the screen. This anomaly will be managed through our continuous improvement process. No consequences for the patient are contemplated.

Event description:
Camri imaging was loaded into a patient folder without error (MRI with a ¿burned-in¿ tract). The patient folder was then closed. When the patient folder was attempted to re-open, the patient folder no longer existed within the rosa brain software. The patient folder could be located on the maintenance side on the d drive. It was determined that the camri lead to the patient folder not showing up on the rosa brain software. If the camri imaging was deleted from the patient folder prior to saving and exiting, the patient folder could be re-opened and exported to and from the planning station and rosa robot.